Event description:
The hosp reported the following info: 1) a pt was being transported within the hosp after surgery while using a c1000t. 2) a medical technician laid the c1000t on its side between the pt's legs which resulted in liquid oxgyen oxygen to leak. 3) the pt received a minor liquid oxygen burn to the leg. 3) hosp personnel have been trained in handling of liquid oxygen equipment.